Manufacturer narrative:
A ge service rep performed an investigation. System tested to verify contrast resolution. Resolution met the mfrs specs. System returned to service.

Event description:
It was reported that the minimum and high contrast resolution, on the 9600 system, fails to meet the acr standards. No patient injury was reported.